Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.